Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00259, since there is more than one device implicated evaluation summary: a male patient reported the injection button of his humapen ergo ii device could not be pushed down. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1303d01, manufactured march 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via cartridge, via reusable pen (humapen ergo ii), 7 unspecified units in the morning, subcutaneously, for the treatment of diabetes mellitus, beginning in 2011. In 2012 or 2013, he was hospitalized because of discomfort and blood glucose high (no units or reference range provided). Further information regarding hospitalization, including dates and laboratory test findings, was not reported. Because of this event, his dose was adjusted to 10 unspecified units in the morning and 10 unspecified units in the evening. The injection button of the humapens ergo ii (lot number 1011d02/pc (B)(4)1) (lot number 1303d01/pc (B)(4)) could not be pushed down since an unknown date. It was unclear which device was involved when the events occurred. Outcome of the events was not reported. Insulin lispro treatment was continued. The user of the human pen ergo ii devices and its training status was not provided. One humapen ergo ii was used from 2011 to 2014 (lot number 1011d02), and the other one was used from 2012 or 2013 to 2016 (lot number 1303d01). Suspect humapens ergo ii duration of use was not provided. The device associated with product complaint (B)(4) was returned on 28sep2016. The device associated with product complaint (B)(4) was not returned. The reporting consumer did not know if the events were related to insulin lispro therapy or the humapen ergo ii devices. Update 29sep2016: upon review of this case, the case was opened to add the product complaint information to the narrative; and complete the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 20-oct-2016: information received from the rcp on 27-sep-2016. Product complaint reference number was added to the narrative and processed. No adverse event information was received. Update 23nov2016: additional information received on 23nov2016 from the global product complaint database added the device specific safety summary and manufactured date of both devices; updated the status of both devices; for device associated with product complaint 3782061 the malfunction field was updated to no, and the improper use and storage field was updated to yes; updated the medwatch and european and canadian required device reporting elements for both devices; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00259, since there is more than one device implicated.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via cartridge, via reusable pen (humapen ergo ii), 7 unspecified units in the morning, subcutaneously, for the treatment of diabetes mellitus, beginning in 2011. In 2012 or 2013, he was hospitalized because of discomfort and blood glucose high (no units or reference range provided). Further information regarding hospitalization, including dates and laboratory test findings, was not reported. Because of this event, his dose was adjusted to 10 unspecified units in the morning and 10 unspecified units in the evening. There was an unknown product complaint against the humapen ergo ii (product complaint pending). It was unclear which device was involved, or when the complaint occurred. Outcome of the events was not reported. Insulin lispro treatment was ongoing. The user of the human pen ergo ii devices and its training status was not provided. One humapen ergo ii was used from 2011 to 2014, and the other one was used from 2012 or 2013 to 2016. Action taken with the suspect devices was not reported. The reporting consumer did not know if the events were related to insulin lispro therapy or the humapen ergo ii devices. Update 29sep2016: upon review of this case, the case was opened to add the product complaint information to the narrative; and complete the medwatch and european and canadian required device reporting elements for regulatory reporting.